Manufacturer narrative:
Please note the correct manufacturing site number for the device associated with this medwatch is 3007284313. Corrected manufacturing site address.

Manufacturer narrative:
Additional/corrected information:according to the instructions for use (IFU) for the goregore® excluder® aaa endoprosthesis, adverse events that may occur include, but are not limited to include: access, delivery and deployment events, endoprosthesis: improper placement, migration

Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications include but are not limited to: plavix, aspirin, pravasran, omeprazol. (B)(4).

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. When advancing the trunk ipsilateral leg component using a gore® dryseal sheath, the physician had difficulty advancing the device due to the tortuosity of the common iliac arteries. The device was able to be advanced half way up but, unable to be advanced further. The physician chose to advance the device outside the sheath and the device was deployed however lower than intended to the renal arteries. After placement of the contralateral leg component the physician chose to place a gore® aortic extender component to provide further exclusion proximally. When advancing the aortic extender component, resistance was encountered and the physician stopped advancement and chose to retract the device back. When retracting the device back the physician heard a ¿pop¿ and imaging showed the leading olive and a portion of the device lumen had become detached. Approximately 4 cm of the device lumen and leading olive had become detached and could be seen within the common iliac artery. When continuing to retract the device back, the aortic extender component unintentionally deployed, butting up against the distal end of the contralateral leg component and partially covering the ostium of the internal iliac artery . The detached olive and distal shaft were retrieved using a snare catheter. The aortic extender component was ballooned and a ev3 visi-pro 7 mm x 37 mm (ref pxb35-07-37-080) was placed to keep open the aortic extender component. Additionally, it was reported that the trunk ipsilateral leg component had settled into the vasculature approximately 1 cm distal to the renal arteries; thought to be due to the manipulation of the two stiff wires used during the procedure. The patient tolerated the procedure with reported narrowing of the aortic extender component, but with overall device patency and no endoleak.